Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, it was noted that the suture assembly was received disassembled from the driver. Upon visual inspection of the suture assembly, it was noted that the suture is tied in a knot below the eyelet. There is no damage to the eyelet/screw. No problem found.

Event description:
On 6/29/2022, it was reported by an arthrex employee via email that an ar-2324bcctt biocomposite swivelock anchor pulled out of implantation site. This was discovered during a procedure on (B)(6) 2022. A new on was used an case was completed without further issues. Additional information received on 6/30/2022: this was discovered during an rcr procedure and completed using a product from another manufacturer.